Manufacturer narrative:
Patient information was not available at the time of filing. The date of manufacture was not available at the time of filing. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown.

Event description:
The hospital reported the unit alarmed during use and lost the ability to mechanically ventilate. The patient was switched to manual ventilation. There was no report of patient injury.